Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The qc results for both meters have been well within range. As no product was returned, the investigation did not identify a product problem. The cause of the event could not be determined. No information was provided in the complaint case that would point to a cause for the result discrepancy. This event occurred in (B)(6).

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). No units of measure were provided. At 18:19, the result was 2.1 and the patient was treated with bolus of dextrose. At 18:48, the patient was retested using the same meter and the result was 1.8. At 18:51, the patient was retested using meter serial number (B)(4) and the result was 8.1. There was no allegation of an adverse event.